Event description:
Ethicon endo-surgery endopath ets flex 45 long linear cutter worked only for one firing. A "like" device was subsequently opened and utilized to finish the case. Diagnosis or reason for use: laparoscopic appendectomy.